Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort while sitting down. It was confirmed that the ipg was moving in the pocket. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the pocket was revised and the ipg was stitched down, resolving the issue.